Event description:
It was reported that the customer had passed away. At the time of death, the customer's blood glucose was 50 mg/dl. The caller stated that the customer's insulin pump was in the customer's belongings. The caller did not know the type of the blood glucose meter that the customer had been using. The caller stated that the customer had been in the hospital for two and a half months and passes away in the intensive care unit. The cause of death was liver failure, meningitis, and bowel death. The customer was not wearing the insulin pump at the time of death and had been disconnected from the device several weeks prior to passing. The customer had been in a drip. Nothing further information was obtained due to the phone call being disconnected. Call back attempt was made, but was unsuccessful. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.